Event description:
It was reported that during an unknown procedure the bubble test was positive and there was an anastomotic leak. In the first transection they tried to do it again by lowering it and opening another suturing machine which also in this case gave a positive result to the bubble test and they completed it manually. They were in the green area when firing and confirmation was received that the device was fully fired with the cutting of the washer. The device did staple and cut (the cut line was fully circumferential) but the staple line was not complete in two points. The staples that did deploy were b-formation. The donuts were complete. The surgery was delayed due to completing the anastomosis manually. There is no information available on the following: the amount of blood loss and if a transfusion was required. No fragments were generated. The surgery was successfully completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's / manufacturing irregularities] were identified.